Event description:
It was reported that an epidural catheter, 20g closed end, 36" (component # 20005) from one of the trays was left in a pt for 4-6 days. At the end of this duration, the catheter was difficult to remove and was reportedly "stretching" until it broke. The breakage occurred outside of the pt's body and the remaining portion of the catheter was successfully removed with the use of forceps.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.